Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Event description:
Customer reported the unit has an error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
A follow up report is being sent to clarify that the original report 2031642-2016-03511 sent on december 19, 2016 that report type should be listed as a 30 day report, not a 5 day report.